Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed on (B)(6) 2011. The high impedance was resolved on this date; however, the high impedance recurred on (B)(6) 2012. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading or whether an intermittent high impedance occurred as a result of incomplete lead pin insertion or positional lead break. It is unknown if surgery has been performed. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.